Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that there was "looping/kinking at l3/l4" and a catheter revision performed on (B)(6) 2018. The patient went to the intensive care unit (ICU) on (B)(6) 2018 where they were unresponsive and had respiratory failure along with a volume discrepancy. The pump was explanted and replaced on (B)(6) 2018. It was also noted the patient had an increase in spasticity. No other information was reported. No further complications were reported.